Manufacturer narrative:
The pump passed the functional testing, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. No failed battery test or weak battery alarms were noted. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked belt clip slot, cracked battery tube threads and a cracked case at the reservoir tube window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a failed battery test, low battery alert and weak battery from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she experienced low battery life and multiple failed battery alarms from the pump. The customer stated that the battery indicator does not show less than 2 bars. The customer was advised that energizer aaa batteries are the most effective for the pump's use. The customer was advised that if the alarm is not cleared, the failed battery test will recur with each new battery inserted. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.